Event description:
The technician alleged the foot brake casters and brake steering casters would not hold. No pt impact.

Manufacturer narrative:
The technician replaced the brake and brake steer casters to resolve the issue.